Event description:
The reporter stated the haptic of a competitor's lens was torn as the lens was being inserted. There was pt contact but no injury. Another same type lens was implanted. The reporter stated the cause of the torn haptic was due to the injector and cartridge.

Manufacturer narrative:
Method: cartridge lot number search, injector lot number search. Results - a cartridge lot number search was performed and eight similar complaints were found. An injector lot number search was performed and ten similar complaints were found.